Event description:
A falsely elevated troponin I result of 6.1 ng/ml was obtained on a pt sample. The physician questioned the result based on the negative markers. The same specimen was retested on the same analyzer and a troponin I result of < 0.1 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicated that the device did not malfunction. The most likely cause for the falsely elevated troponin I result is pre-analytical sample handling issue.